Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer provided photo, which displays the suture anchor assemblies that had pulled out. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force during tensioning and/or improper bone prep.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that ar-3680 fibertak pulled out of implantation site. A new tunnel was opened and an ar-3681 fibertak was opened, this one too, pulled out of implantation site. Case was completed by using a 7x10 tenodesis screw. This was discovered during a bicep tenodesis procedure on (B)(6) 2022.